Event description:
It was reported the patient's scs ipg was rotating in the pocket. To address the issue, surgical intervention was taken and the physician successfully sutured the ipg to the fascia to secure it and keep it in place.